Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, after the insert of the device, when the valve has been closed (with the surgeons hand inserted) to reinstate the pneumoperitoneum, the valve is cracked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the iris seal of the hap02 device was torn. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated diagonally to the lower ring, where the tear continued 360º around the lower ring. The final quality release criteria was met before this batch was released for distribution.